Event description:
The event is reported as: during set-up the circuit did not pass the leak test. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.